Event description:
It was reported that the interference screw broke in the femoral tunnel and was removed. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 8x30mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. All pieces of the screw were not returned for examination. Two small pieces of the screw were returned and due to their condition dimensional assessment is prohibitive. It is difficult to perform an accurate evaluation of a failure without having the entire product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.